Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to stress urinary incontinence and hypermobile urethra. It was reported that following insertion the patient experienced infection, urinary/bowel problems, dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and a mesh was implanted. It was reported that patient underwent repair of incarcerated ventral hernia on (B)(6) 2014, due to incarcerated ventral hernia. It was reported that the patient underwent a cystoscopy, left retrograde pyelogram, laser cystolitholapaxy, and removal of foreign body of the bladder on (B)(6) 2015, due to left suture nidus in the bladder, hematuria and bladder stone attached to the stitch. No additional information was provided.